Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging that his one touch ultra meter was prompting an "er1". Per the one touch ultra owner's booklet, this error message indicates that there is a problem with the meter. The complaint was classified based on the conversation the customer care advocate (cca) had with the pt, since the medical affairs specialist (mas) was unable to reach the pt by phone. It is unknown when the alleged error message began appearing prior to contacting lfs. The pt denied taking any action regarding his diabetes treatment as a result of the issue. However, on an unspecified date/time, the pt reportedly felt shaky, tired, and dizzy. The pt mentioned he went to see his doctor on the morning of six days earlier (for a physical), and when they tested his blood glucose, they reportedly obtained a reading of "65 mg/dl". The pt claimed, he was given orange juice with sugar to increase his blood glucose at that time. At the time of troubleshooting, the cca was unable to replicate the "ER 1" message. Replacement products were sent to the pt. This complaint is being reported because the pt claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.